Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. A visual inspection determined that the jaws and silicone displayed heat related damage and the heater wire was lifted from the hot jaw. The damage observed is consistent with device activation without tissue or wet gauze between the jaws. Safety shutdown testing was performed on the device; the device passed the testing as it met specifications. The device was tested for toggle deactivation with the shaft flexed at 15, 25, 35 and 45 degree angles. The device passed the deactivation testing and met specifications, as it deactivated upon release of the toggle. To further investigate, the handle was opened and no abnormalities were found. Based upon these findings, the reported complaint could not be confirmed. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, when the hemopro 2 device was unsheathed from the cannula and placed on the surgical field, the device became red hot and smoking. The device was disconnected from the extension cable in order to turn it off, and removed from the surgical field. The hosp did not report any pt effects. User facility medwatch report (B)(4) stated: "after using hemoprobe on pt, the end of the disposable part of the device became red hot and started smoking. It was immediately unplugged and removed from the surgical field. Decided to report this malfunction of equipment due to seriousness of potential for operating room fire."